Manufacturer narrative:
H6: investigation summary: a complaint of luer lock not no product or photo was returned by the customer. The customer complaint of adapter/ connector defective/ damaged could not be verified due to the product not being returned for failure investigation. A device history record review for model me1055 lot number 23029011 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. A review of the male luer connector has determined that it is constructed within its design parameters. The male luer connector design does not allow for the securement collar to travel freely on the tubing set, and now sits in a groove on the male luer body.

Event description:
It was reported while using bd alaris¿ lvp 20d low sorb 2ss 0.2m cv the tubing was damaged. There was no report of patient impact. The following information was provided by the initial reporter: we have been using bd maxguard extension set ref #me1055 for a long time. We noticed that the new batches are different with the leur lock not sliding back as it used to be. Previous model lot #20045474, current lot #23029011.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris¿ lvp 20d low sorb 2ss 0.2m cv the tubing was damaged. There was no report of patient impact. The following information was provided by the initial reporter: we have been using bd maxguard extension set ref #me1055 for a long time. We noticed that the new batches are different with the leur lock not sliding back as it used to be. Previous model lot #20045474, current lot #23029011.